Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient (pt) had turned stim off for a medical test, noticed trouble controlling their bladder and a couple of days ago, when they turned it back on it shocked them, they had it set at 3.5 and they felt it: "ting" when they held the communicator against them, they reduced it and then they did not feel anything anymore. Pt said they were calling to find out if they should feel stim or not and if their communicator should remain against them all the time. Reviewed stim sensation information, equipment general use and function information. Assisted pt to use their equipment. Pt said they were on program 3, it says on at 3.0. Offered and sent email with quick guide and interstim information. The troubleshooting steps that were taken on the call resolved the issue.